Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the leadless implantable pulse generator (ipg) during an unrelated magnetic resonance imaging (MRI) scan. Thresholds will be monitored and the ipg remains in use. No patient complications have been reported as a result of this event.